Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to check the power source and firmly press the center of the button, but the issue persisted. When instructed to plug the pump into a known working power source, the screen remained unresponsive, with a red led blinking around the button. Eventually, the screen turned on but was found to be cracked, as documented in another case. Cts to replace pump. Customer will use a backup insulin pump.